Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the upper trigger/slider was blocked and jammed. It was further reported that the device was leaking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the top switch/button on the compact air drive device was stuck and did not want to move. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the planned surgical procedure. A spare device was not available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.